Event description:
Capsule motility procedure ordered for pt because of presenting symptoms of gastroparesis - early satiety, bloating, belching. Capsule ingested on (B)(6)2009. On (B)(6)2009, pt complained of abdominal pain and cramping. Physician determined capsule became lodged in the small intestine "level with the illeum." Pt hospitalized and given IV fluids, ng tube, bed rest. Obstruction resolved within 48 hrs. Pt discharged, doing well.